Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-11/18/2019-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-11/18/2019-001c is relevant to this reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue during testing.  It was however noted that the device had logged an event code which may have been related to the reported failure to deliver defibrillation therapy.  As a result of the event code, physio-control replaced the main keypad as a precaution and then observed proper device operation through functional and performance testing.  The device was then returned to the customer for use.

Event description:
The customer reported that during a patient event, their device would not deliver a defibrillation shock to the patient.  The customer indicated that the reported event took place in the catheterization lab and did not have any additional details of the defibrillation electrodes being used or the event itself. The customer was unable to provide details of the patient.  There was no adverse outcome of the patient reported.